Manufacturer narrative:
(B)(6).

Event description:
It was reported that a coil protrusion occurred. The target lesion was located in the moderately tortuous internal iliac artery. A 10mm x 50cm interlock coil was selected for use in an aortic aneurysm embolization. During procedure, early detachment occurred inside the microcatheter, the mail coil and delivery wire arm got separated. The coil arms were connected. The hemostasis valve was not strongly tightened and the introducer sheath retract in the hub during coil insertion. During advancement, the delivery wire rotated more than once with the twist lock completely open. Subsequently, the coil was removed with the microcatheter and continuous flushing was performed. The procedure was completed with another of the same device. No patient complications were reported. However, it was further reported that the coil protruded from the tip of the catheter when the coil was removed.